Event description:
It was reported that during a low anterior resection procedure, the device fired malformed staples. The procedure was completed with a different device. There was no adverse pt consequence.

Manufacturer narrative:
Info anticipated, but unavailable at this time.